Event description:
A medtronic rep reported that during a surgery, the tip of the driver was bent while attempting to set screws on the pt. The surgeon removed the bent driver, replaced it with a different one, and continued without incident. There was no adverse affect to the pt.

Manufacturer narrative:
Device lot number is unk. RMA issued. Part has not been returned for evaluation as of the date of this report.